Event description:
Eight years after receiving silicone gel implants, rptr had a total breakdown in her health. She has been unable to work because of memory loss, joint pain, profound fatigue & weakness, & headaches which are not controlled. Her daughter, who was born after implantation is exhibiting symptoms similar to hers.